Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an adhesive issue after the infusion set tubing caught and pulled, resulting in detachment of the infusion site event on (B)(6) 2026. The patient replaced the infusion site and resumed the insulin delivery successfully. No further information available.